Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported "hole, non-specific" and "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, fold creases, missing a piece of shell (0-25%), and brown encapsulation. The weight of the device was within specification. A microscopic analysis was performed which identified a sharp break on posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp break on posterior assessed as unidentified (tear) opening, and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Healthcare professional additionally reported "hole, non-specific" and "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted.